Manufacturer narrative:
(B)(4). On (B)(4) 2011, product surveillance contacted the home patient (hp) regarding the leak. The hp stated the leak was coming from a line from the cassette. The hp could not provide further specifics. The hp did not have any samples from this event or lot numbers. The hp stated they started over with new supplies and everything was fine. The hp stated they had no injury or medical intervention from this incident. No further details were provided.

Event description:
The customer contacted baxter's service center regarding a leaking tube, which occurred on the homechoice (hc) during dwell. The home patient (hp) stated there was a leak in the tubing in one of their lines. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the leaking cassette. The rn was not aware of this incident. The rn stated that the home patient (hp) has had no injury or medical intervention since the leaking cassette.

Manufacturer narrative:
(B)(4). This report of a leak was not confirmed and the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number was unknown; therefore a batch review will not be performed. Should additional information become available, a follow-up report will be filed.